Event description:
Reporter alleged the lancet device was broken and the white slot holding the lancet is sticking out about 1/8th of an inch. Customer stated when then trying to use the device and the needle stuck too far out; however, the ejector sleeve was flush against the firing button. The manufacturers' evaluation department determined the lancet tip is not retracting or extending out after the use. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the suspect device and replacement product was sent.